Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarms and insulin deliveries were resumed. The customer reverted to an alternate pump and manual injections for insulin therapy. Customer's blood glucose level ranged from 400-500 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.